Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopy and hysteroscopy along with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device: down fallopian tube") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 1 and recurrent abortion. Concurrent conditions included cramp in lower abdomen, drug allergy, alcohol use, hives, multigravida, post procedural discomfort, dysmenorrhea, dyspareunia, menorrhagia, premenopause, vaginal discharge abnormality and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), fallopian tube spasm ("fallopian tube spasm"), abdominal pain lower ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with oxycocet (percocet), ibuprofen, surgery (laparoscopy and hysteroscopy along with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, fallopian tube spasm, abdominal pain lower, dysmenorrhoea and uterine pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube spasm, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Diagnostic results: on (B)(6) 2015, surgical pathological report: 1.the specimen, labeled with the patient's name and right fallopian tube, consists of two coiled segments of fallopian tube measuring o:5cm in diameter by 2.0cm in length and o.5cm in diameter by 6.0cm in length. The longer segment contains an intact fimbriated .end. The serosal surface is smooth, glistening and pinkish-tan. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device: down fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 1 and recurrent abortion. Concurrent conditions included cramp in lower abdomen, drug allergy, alcohol use, hives, multigravida, post procedural discomfort, dysmenorrhea, dyspareunia, menorrhagia, premenopause, vaginal discharge abnormality and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("fallopian tube spasm"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with oxycocet (percocet), ibuprofen, surgery (laparoscopy and total hysterectomy (uterus and cervix removed) along with bilateral salpingectomy) and surgery (laparoscopy and total hysterectomy (uterus and cervix removed) along with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, fallopian tube spasm, abdominal pain lower, dysmenorrhoea, uterine pain, depression and anxiety outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Diagnostic results: on (B)(6) 2015, surgical pathological report: 1.the specimen, labeled with the patient's name and right fallopian tube, consists of two coiled segments of fallopian tube measuring o:5cm in diameter by 2.0cm in length and o.5cm in diameter by 6.0cm in length. The longer segment contains an intact fimbriated .end. The serosal surface is smooth, glistening and pinkish-tan. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Events depression, mental anguish and heavy bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, migration of essure device location of device: down fallopian tube") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 1 and recurrent abortion. Concurrent conditions included cramp in lower abdomen, drug allergy, alcohol use, hives, multigravida, post procedural discomfort, dysmenorrhea, dyspareunia, menorrhagia, premenopause, vaginal discharge abnormality and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), fallopian tube spasm ("fallopian to be spasm"), abdominal pain lower ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with oxycocet (percocet), ibuprofen, surgery (laparoscopy and hysteroscopy along with bilateral salpingectomy) and essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, fallopian tube spasm, abdominal pain lower, dysmenorrhoea and uterine pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube spasm, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Diagnostic results: on (B)(6) 2015, surgical pathological report: 1.the specimen, labeled with the patient's name and right fallopian tube, consists of two coiled segments of fallopian tube measuring o:5cm in diameter by 2.0cm in length and o.5cm in diameter by 6.0cm in length. The longer segment contains an intact fimbriated .end. The serosal surface is smooth, glistening and pinkish-tan. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: hormonal changes, abnormal bleeding(vaginal, menorrhagia)hysterectomy (partial), allergic or hypersensitivity reaction type: fallopian to be spasm, migration of essure device location of device: down fallopian tube, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), pain, failure to occlude (close) fallopian tube(s) and did not underwent essure confirmation test added as events. The product, patient and reporter information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 and abortion. Concurrent conditions included cramp in lower abdomen, drug allergy, alcohol use, hives, multigravida, post procedural discomfort, dysmenorrhea, dyspareunia, menorrhagia, premenopause, vaginal discharge abnormality and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with oxycocet (percocet), ibuprofen and surgery (laparoscopy and hysteroscopy along with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Diagnostic results: on (B)(6) 2015, surgical pathological report: 1.the specimen, labeled with the patient's name and right fallopian tube, consists of two coiled segments of fallopian tube measuring o:5cm in diameter by 2.0cm in length and o.5cm in diameter by 6.0cm in length. The longer segment contains an intact fimbriated .end. The serosal surface is smooth, glistening and pinkish-tan. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: mr received: case became medically confirmed, new reporters, patient demographic information, product indication, treatment drugs, historical drugs and conditions, concomitant drugs and conditions. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: down fallopian tube'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 1 and recurrent abortion. Concurrent conditions included cramp in lower abdomen, drug allergy, alcohol use, hives, multigravida, post procedural discomfort, dysmenorrhea, dyspareunia, menorrhagia, premenopause, vaginal discharge abnormality and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube spasm ("fallopian tube spasm"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain lower ("abdominal pain") and uterine pain ("uterine pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopy and total hysterectomy (uterus and cervix removed) along with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, fallopian tube spasm, abdominal pain lower, dysmenorrhoea, uterine pain, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Diagnostic results: on (B)(6) 2015, surgical pathological report: 1.the specimen, labeled with the patient's name and right fallopian tube, consists of two coiled segments of fallopian tube measuring o:5cm in diameter by 2.0cm in length and o.5cm in diameter by 6.0cm in length. The longer segment contains an intact fimbriated .end. The serosal surface is smooth, glistening and pinkish-tan. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: down fallopian tube'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 1 and recurrent abortion. Concurrent conditions included cramp in lower abdomen, drug allergy, alcohol use, hives, multigravida, post procedural discomfort, dysmenorrhea, dyspareunia, menorrhagia, premenopause, vaginal discharge abnormality and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube spasm ("fallopian tube spasm"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleedin0g(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain lower ("abdominal pain") and uterine pain ("uterine pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopy and total hysterectomy (uterus and cervix removed) along with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, fallopian tube spasm, abdominal pain lower, dysmenorrhoea, uterine pain, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a laparoscopy and hysteroscopy to remove essure coils along with a bilateral salpingectomy due to complications from the essure device. Diagnostic results: on (B)(6) 2015, surgical pathological report: 1.the specimen, labeled with the patient's name and right fallopian tube, consists of two coiled segments of fallopian tube measuring o:5cm in diameter by 2.0cm in length and o.5cm in diameter by 6.0cm in length. The longer segment contains an intact fimbriated .end. The serosal surface is smooth, glistening and pinkish-tan. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal haemorrhage and menorrhagia were updated. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report